Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document CAPA-(B)(4) for outside us like products reporting. This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was returned to the manufacturer, and the product investigation was conducted. The results are listed below: the entire iol was only received, and the entire injector was not returned. The lens was divided into two pieces. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
The lens was implanted into the patient and then it was noted that there was a fault on the outside perimeter of the lens. The surgeon´s decision was to cut and remove the iol and replace it was the replacement lens. No harm came to the patient.